Event description:
Event was reported to caldera medical by an attorney, legal complaint states the patient suffered infections, urinary problems, painful intercourse, general vaginal and pelvic pain. Mesh was removed on (B)(6) 2012.